Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. During a routine device replacement procedure, this lead was observed to be damaged. No interventions were undertaken in relation to the lead. The lead remains implanted and in service. A health care professional (hcp) there was no known plan of action at this time. No adverse patient effects were reported.